Manufacturer narrative:
(B) (4). (B) (4): evaluation summary: quality assurance analysis revealed that the stent delivery system (sds) was returned with blood and contrast visible in the inflation lumen. The stent implant was stationary on the balloon and between the markers. There was no damage noted to the stent implant. The balloon was tightly folded. There were no kinks noted to the inner member or the tip. There was a bend in the hypotube shaft 12 cm distal to the strain relief tubing. The outer member was twisted 1.2 cm proximal to the proximal seal for a length of 4 mm. There was no other damage noted to the sds. The inflation device used in the procedure was not returned. A new inflation device was used to pressurize the balloon to 8 atm when fluid leaked from a longitudinal tear in the shaft 6.1 cm proximal to the proximal seal for a length of 5 mm. There were scratches along the tear. The balloon did not inflate due to the tear in the shaft. An attempt was made to inflate the balloon and stent implant, but only the distal and proximal ends of the balloon inflated and flared the ends of the stent implant. There was no other damage noted to the sds. The device was sent to the scanning electron microscopy (sem) lab for further analysis. Product performance engineering reviewed the incident information and analysis of the returned device. Analysis of the returned device found the stent implant was stationary on the balloon and between the markers of the tightly folded balloon, which is consistent with the reported information that the device would not inflate. The tear in the shaft could result from things such as, but not limited to, damage to the sds during the manufacturing process, damage during removal from the package and prep at the account or during use of the device during the procedure from interaction with the anatomy and/or accessory products. There was no report of any damage or leaks noted during visual inspection or prep prior to use. In this case, a definitive cause for the shaft tear cannot be determined. It was also reported that the patient experienced EKG changes during the procedure. The EKG changes were temporary and required no medical treatment or intervention to resolve. A conclusive cause for the reported EKG changes and the relationship to the product, if any, cannot be determined. There have been two other incidents with confirmed tears in the distal shaft. Although a conclusive cause was not determined, a field discrepancy notice (fdn) action was issued to further investigate the incident; however, the fdn was closed with no root cause determined, but no indication of a manufacturing deficiency. A second fdn action is currently open and under investigation. Although a conclusive cause for the shaft cuts in other incidents were not determined, it appears that this incident may be related. Although a conclusive cause for the tear in the shaft could not be determined, given the other incidents from this lot found to have similar damage to the shaft, this incident will be added to the fdn for further investigation of potential root cause(s). All further investigation into the root cause, the need for remedial action and any corrective actions will be documented and tracked in the fdn. This MDR is considered closed by the product performance group.

Event description:
Reporting status: malfunction. Reporting rationale: voluntary product recall. Device issue: shaft damage/failure to deploy. It was reported that while trying to deploy a xience v stent in the mid left circumflex, the stent would not expand because there was a leak in the shaft just below the guide wire notch of the stent delivery system (sds). The st elevation of the patient rose up and a 2.5 x 33 mm stent from another company was used. No additional event or patient information is available. This is being filed based on a product malfunction. Shaft damage, which has led the company to initiate a correction and removal activity on (B) (6) 2009.